Manufacturer narrative:
E1 - event site name: (B)(6). E1 - event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) displayed 'maintenance required'. There was patient involvement, but no harm was reported. The device is still in use. The issue appeared to be a video communication error. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the video generator board, executive processor board, upper display monitor board, upper display monitor-video cable assembly and upper display monitor to video generator power cable. The unit passed all functional and safety tests to manufacturer specifications.